Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was not duplicated, and also found that there was no abnormality on the subject device. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the unspecified timing, it was found that the co2 suction control pinch valve of the subject device did not function, and appropriate pressure was not maintained. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, and the inability to duplicate the issue, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.